Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification consistent with having occurred during implant procedure. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During implant, after navigating to an appropriate location and the lp was exposed, it was observed the helix of the lp was extended. The lp was removed, and a competitor product was implanted. The patient was stable.